Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they forgot to charge their implantable neurostimulator (ins), and then couldn¿t find their program so they tried to reset the device and had a loss of stimulation and therapy in their low back and hips. The patient noted that the stimulation changed, and now they are only feeling it lightly in their feet. They stated that they could not recall what troubleshooting was done prior to the report. They communicated with the ins at the time of the report, and their programmer showed that stimulation was on. The patient checked their programs; it was noted that they only have group a and showed adaptive stimulation. The patient asked patient services about adaptive stimulation and did not seem familiar with it or what it was for and didn¿t want to make adjustments to it. Further troubleshooting was done at the time of the report, and after the patient adjusted program 2, they started to feel stimulation more in their hips where they needed it. The patient was going to monitor the stimulation and call back if they needed further assistance. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were still having issues with the device and that they wanted to meet with a rep for reprogramming. A rep was to meet with the patient on 2018-(B)(6) to address the issues. No further complications were reported.